Event description:
It was reported that a 21mm 3300tfxj aortic valve was explanted after an implant duration of nine (9) years, and eight (8) months for prophylactic purpose during urgent bentall surgery to treat an aortic root dissection. The explanted valve was replaced with a non-edwards valve. The patient's outcome was reported as 'under treatment'. Per the reported information, the patient was referred from a different hospital for suspected aortic dissection with no chief complaint. There was no report of device failures.

Manufacturer narrative:
H3: evaluation summary: customer reported valve was explanted prophylactically was unable be confirmed. X-ray demonstrated commissure 3 bent inward, minimal calcification on all three leaflets, and moderate calcification on inflow host tissue near leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 on the inflow aspect and 5mm on leaflet 3 on the outflow aspect. Suture threads and pledgets remained attached to the sewing ring. Sewing ring cloth had multiple cuts around the valve. H11: additional manufacturer narrative: the reported event was not confirmed through preliminary evaluation of the explanted valve. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is not a malfunction of the device. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The root cause of this event was determined to be due to patient related factors. The events in this case were impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration and nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.